Manufacturer narrative:
(B)(4). The device is not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received one sample for evaluation. The customer reported condition was confirmed. Visual inspection of the device noted that there was blue-colored particulate matter inside of the device. The exact root cause of the reported condition was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This issue is being investigated through corrective and preventative action (CAPA).

Event description:
It was reported that an all-in-one 3000 ml container was observed to have a floating disk the size of a paper hole punch after the bag was compounded with total parenteral nutrition. This condition was observed by the pharmacist during his final visual check before use. There was no patient involvement; there has been no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.